Event description:
The patient reported that the sensor base remains on the pedestal when the inserter is pulled away from the pedestal. The reported bg at the time of the call was 392 mg/dl. Advised not to use sensors from that lot as there may have been a problem with the sensor base adhesive. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.